Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep called regarding patient who is undergoing an scs trial. Rep reports the patient contacted her at 1:00 am on sunday to state they had a tingling sensation throughout their body, from head to toe. Rep advised the patient to shut off the wens, however, the patient reported they still had the sensation. Tech services (ts) advised rep to have the patient follow up with their provider (hcp). Ts spoke with rep today to discuss consideration of interference between both the scs trial wens and dbs. Agent reviewed to confirm dbs status as being on and if patient has tried shutting off dbs to see if whole body tingling goes away, as it hasn't yet with scs wens turned off. Ts reviewed that if dbs was the issue, we still wouldn't expect the description of whole body tingling but more of the return of tremors or dyskinesia. Ts suggested patient contact managing dbs hcp to confirm whether they could turn off dbs devi ce temporarily to see if tingling goes away. Agent reviewed with rep that patient has had the implantable neurostimulator (ins) for 3.5 yrs and to check longevity. Rep redirected patient to ER over the weekend and to managing hcps.